Manufacturer narrative:
G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(6). H11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unknown location was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported there was a leak from an unknown location (described as ¿extraneal bag was wet¿) that led to this alarm. It was undetermined where the fluid was leaking from. The technical service representative (tsr) explained the meaning of the alarm. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.